Event description:
It has been reported that the surgeon was in the process of crimping the trochanteric grip when this new (used only one other time) tool broke. The hosp had only one set of consignment instruments on the shelf. Therefore, there was an extended delay of surgery until a driver could deliver a good instrument to the or.